Event description:
It was reported that the patient has high lead impedance. The generator and lead have been implanted less than one year. The patient was referred for replacement. Design history record for the lead was reviewed and the lead passed all specification prior to distribution into the field. The patient underwent a full replacement. It was stated that the lead was seen to be visually broken up by the electrodes. The pin was stated to have been fully inserted. It is possible that the patient fell from a seizure which may have caused the break. The explanted devices were discarded and are not available for return and analysis. No additional or relevant information has been received to date.